Manufacturer narrative:
Device not received for evaluation.

Event description:
During a laparoscopic fundoplication procedure, the instrument broke. The surgeon applied another device without pt injury.